Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal infection and purulent discharge with an inflatable penile prosthesis (ipp). There were no device malfunctions associated with the ipp. The physician did not believe the device caused or contributed to the infection. An explant procedure was performed but the patient did not want the implant replaced.